Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20291. It was reported, the patient experienced headache and elevated blood pressure following the trial procedure. As a result, the trial leads were explanted on (B)(6) 2015 instead of (B)(6) 2015 (scheduled explant date) and a blood patch was applied on (B)(6) 2015. Reportedly, the headache has resolved. The patient has a history of high blood pressure is consulting with her physician regarding it.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.